Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a device. Staple formation issues were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy (left side), the device was able to fire, but the staples on the reload and tissue are malformed. The doctor fired the device on the renal vein (3rd firing). On first firing, ureter, second, renal artery, third: rental vein. Upon completion of firing, the doctor attempted to open the stapler but the tissue/staples were stuck to the reload. The doctor was able to fire two clips below the jaws of the reload and had to cut the tissue to remove the tissue from the stapler. There was unanticipated tissue loss and tissue damage a result of the issue. A loss of 1-2mm tissue was noted. There was no patient injury.